Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the reload was applied to test media, were all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the fourth firing during laparoscopic left hemi-colectomy, the surgeon pushed the green button, however felt the jaws were opened wider than usual. The removed the device from the tissue and check the jaws opening/closing, however the jaws were unable to be fully closed. The surgeon pushed the jaws and tried to fully close them, however a strange sound was heard. Replaced by a new cartridge, the firing was completed. The sale rep pushed and half closed the jaws of the cartridge in question, however the jaws were stiff and a strange sound heard. The status of the patient is alive with no problem.